Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire is undoing. The guide wire bends easily, even without resistance in introduction.

Manufacturer narrative:
Qn# (B)(4). The customer returned a lidstock and kinked spring-wire guide (swg) for investigation. Visual inspection of the swg revealed the body contained multiple bends, kinks, and offset coils. The j-bend tip was deformed, and offset coils were located on the distal end. The distal weld was still intact, full, and spherical. The guidewire was twisted near the proximal end, and the proximal weld was intact, full, and spherical. The prominent twist in the swg was located approximately 90 mm from the proximal weld. The length and outer diameter of the swg were measured and were found to be within specification. A manual tug test confirmed the proximal and distal welds were both intact. A device history record review was performed and no relevant findings were identified. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was kinked was confirmed through examination of the returned sample. Visual inspection of the swg rev ealed the body contained multiple bends, kinks, and offset coils. The swg met relevant dimensional requirements and no manufacturing defects were found during this investigation. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guide wire is undoing.the guide wire bends easily, even without resistance in introduction.